Manufacturer narrative:
The abbott field service representative (fsr) performed a site visit, inspected the instrument, and resolved the issue by replacing the peristaltic pump tubing and cuvette washer nozzle. No additional magnesium discrepant result issues were reported after the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
Upon further review, the suspect medical device changed from the magnesium reagent to the architect c16000 system on (B)(6) 2020. An evaluation is in process for the new suspect medical device. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
All the maintenance was up to date on the instrument. The customer has run precision and the quality control (qc) and the %cv results were reported to be acceptable. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. Manufacturing documentation was reviewed and no contributing factors to the complaint could be identified. Based on the available information, no product deficiency was identified.

Event description:
The customer observed falsely elevated magnesium results for three patient samples tested on the architect c16000 system. No adverse impact to patient management was reported. (B)(6) initial result 6.7 meq/l (questioned by physician) repeat 2.1 meq/l. A corrected report was issued. (B)(6) initial result >7.8 meq/l, repeat 4.35 and 4.17 meq/l. (B)(6) initial result 6.9 meq/l, repeat 2.7 meq/l.